Event description:
Complaint alleged that during biomed testing the device did not discharge the selected energy. When prompted to discharge at 50 joules, device allegedly discharged 29.8 joules. All other energy settings were correct. Complainant indicated that there was no pt involvement in the reported malfunction.